Event description:
On (B)(6) 2013, the patient eluded that the animas pump has malfunction. The patient did not want to troubleshoot and did not express there was a problem with the animas pump. Animas made several attempts to contact the patient back for more information but was not successfully. This complaint is being reported due to a potential pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/31/2013 with the following findings: a review of the pump¿s history showed no activity outside of normal use. During testing, the pump was able to rewind, load, and prime with no alarms. The pump was exercised for 24 hours on 1 unit per hour basal rate with no alarms. The pump was opened and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.